Manufacturer narrative:
The returned device analysis confirmed the reported gripper actuation issue. Additionally, it was noted that the gripper line was broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and the results of the device analysis the observed gripper line break resulting in the single gripper actuation issue during device preparation appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. H6: medical device problem code 2983 deleted and replaced with 2921.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability removing the gripper line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. During preparation of the clip delivery system (cds) one of the gripper lines was not moving. Therefore, the cds was replaced with a new cds. The procedure was completed successfully. Two clips implanted, reducing mr to 1. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.